Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative regarding patient with failed fusion for spinal therapy. Event occurred during use. It was reported that part of product broke/eroded. Revision surgery was performed due to the failed fusion. Pseudarthrosis of the construct was reported. No further complications reported. Device is being returned. It was reported that post-op, ballast cmas fail. Patient was operated on in february with a t10-pelvis. There was a lot of metallosis around the implant and looked like ballast eroded. Update: it was broken screw. Event date is (B)(6) 2020. No additional surgery was performed as a result of the event. Patient complications are failed fusion. The customer did not have an issue with failure due to a pseudoarthrosis of the construct. Update: no patient reactions from the event, patient had the revision due to broken hardware and failed fusion. Revision conducted to remove broken hardware and replaced with more hardware.

Manufacturer narrative:
Product analysis of product # 25530018510; lot#ca18j166 analysis summary: visual and optical inspection revealed some damage to the female torx and the threads in the head of the screw. The crown of the screw has been worn and deformed from the seating of the rod. Functional inspection confirmed the screw head was locked in a slightly angled position and was not able to pivot in any direction. The crown has been pushed down through the saddle of the screw not allowing the head to pivot anymore. Unable to determine root cause of damage. Some damage may have been done during the removal process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.